Event description:
It was reported that the patient was not getting an adequate pain relief. The patient underwent an ipg explant procedure. The explanted ipg was discarded by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred on the date of explant.